Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 53 mm diameter abdominal aortic aneurysm. The devices were implanted emergently due to a pre-operative rupture. The aortic neck was short. A non-medtronic limb was also implanted during the procedure. It was reported that during the index procedure, a type ia endoleak. A non-medtronic aortic extension cuff was implanted to treat the type ia endoleak, however the leak was not resolved. The physician then decided to complete the procedure. As per the physician, the cause of the type ia endoleak was anatomy related, due to the short aortic neck. No additional clinical sequelae were reported and the patient will be monitored.